Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia and they alleged insulin pump was under delivering. Blood glucose level of customer at time of incident was 496 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump for their high blood glucose. Customer had not contacted their healthcare professional regarding the high blood glucose. Based on customer report proceeding in troubleshooting per customer alleged possible insulin pump for under delivery. Blood glucose before the call ended was 477 mg/dl. Customer delivered manual injection. Customer deliver bolus after changing the infusion set. Insulin pump will not be returned for analysis. The reservoir will return for the analysis.